Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Father reported the patient has experienced consistent hypoglycemia, and he believes the infusion device might be over-delivering insulin. Patient's blood glucose has been between 3.0-4.7 mmol/l (54-84.6 mg/dl), and his father and a teacher's aide operate the infusion device. Patient has experienced hypoglycemic symptoms of vomiting and lethargy. Father consulted with doctor on (B)(6) 2013 at 12:30 p.m., and patient was given a sugary drink to increase his blood glucose. Doctor was consulted again on (B)(6) 2013 at 9:00 a.m., and no cause was established for hypoglycemia. Patient met with a diabetes educator at 9:30 a.m., and the infusion device settings were reviewed. The basal rates were decreased, and the diabetes educator questioned the insulin delivery of the infusion device. Patient continued to use the infusion device and was being monitored by his father and teacher's aide. The infusion device was replaced and requested for evaluation.